Event description:
A small piece of material (perhaps metal) was discharged from the alcon phaco hand piece during a phacoemulsification with intraocular lens implant procedure. The shard of metal was removed by the provider using forceps. There was no harm to the patient. Patient health status was the same pre and post op. Reported to the alcon company (B)(6) 2013, to (B)(4), company representative. Product returned to the company (B)(6) 2013. Diagnosis for use: right eye nuclear sclerotic cataract.